Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for an upgrade of the implantable pulse generator (ipg) and on initial fluoroscopy it appeared the right atrial (ra) lead had dislodged sometime in the past. The ra lead was explanted and replaced. The ipg was upgraded as planned and coronary sinus leads were placed. No patient complications have been reported as a result of this event.